Event description:
It was reported that noise was observed on the lead due to invalid sensing. The sense/pace portion of the lead was capped and a new sense/pace lead was implanted. The defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.